Event description:
It was reported that during reprocessing, the bronchovideoscope had a positive culture test. There was no patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.